Manufacturer narrative:
Medtronic received additional information from this patient's physician that immediately post implant of this annuloplasty ring, this ring was explanted and replaced with a bioprosthetic valve because the patient's native valve was too damaged to be repaired. The attempted repair narrowed the valve more than the physician was comfortable with, so a larger valve was implanted in its place. The patient was not closed before this ring was explanted and replaced with a bioprosthetic valve.

Manufacturer narrative:
No device has been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, this ring was explanted and replaced with a bioprosthetic valve because "the patient needed a bigger valve." No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.